Event description:
During percutaneous transluminal coronary angioplasty 2/17/99 of mid circumflex jcl 3.5 guide cath to left main coronary artery with damping; guider withdrawn and left in proximity of left main coronary artery. A 0.014 hi-torque floppywire to lesion; preinflation with 2.5/15mm bonnie balloon. A 13mm duet 3.0mm stent placed in vessel. There was mid stent area of narrowing. The 3.0/9mm ranger balloon was passed and positioned in the middle stent. High pressure inflation performed with no success. Initial inflation was 20 mm. Proceeded to inflate balloon further at which time the balloon ruptured during stent deployment. Emergent surgery unable to repair ruptured circumflex and pt expired. (Both balloon and stent reported).